Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their cap (crown) fell off their tooth. They will not be continuing to wear the upper aligner per their dentist. Their dentist said that they should of never have been given the aligners. Gathering and requesting additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.